Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: approximately one year one month post filter deployment, the patient developed lower extremity deep vein thrombosis and it was discovered the leg and ivc filter thrombosed. Approximately one year four months post filter, vascular duplex scan demonstrated the ivc filter in the proximal-mid segment and nonocclusive thrombus could not be ruled out. Approximately one year seven months post filter deployment, the physician stated since recent imaging demonstrated ivc occlusion, then ivc filter removal would not be effective. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one year one month post filter deployment, the patient developed left leg deep vein thrombosis and discovered that the leg and ivc filter had thrombosed. Approximately one year four months post filter deployment, review of vascular duplex scan demonstrated the ivc filter in the proximal-mid segment and nonocclusive thrombus within the device could not be ruled out. Therefore, based on the provided medical records, the investigation can be confirmed for occlusion of the filter. However, the investigation is unconfirmed for an alleged retrieval difficulties as no attempt was made to remove the filter in the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - caval thrombosis/occlusion note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post filter deployment, the device was unable to be retrieved and there were no reported filter retrieval attempts. There was no reported patient injury.